Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a hyperglycemic episode (550 mg/dl) on (B)(6) 2026, which was successfully managed with self-administered mannual injection resulting in stable blood glucose levels with no reported complications. No further information available.